Manufacturer narrative:
(B)(4). On 12/09/2011, a credit note was issued to the maquet (B)(4) sales and service unit for a rotaflow flow measurement board and rotaflow console power supply board. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), rotaflow console with serial number (B)(4) displayed a 12 v test error code and alarmed. This event occurred during use. (B)(4).